Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific device failure mode has been alleged. To date no medical records have been provided. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2011 - the patient underwent an additional surgery to remove the ventralex. The attorney alleges the patient suffered and will continue to suffer physical pain and was severely and permanently injured.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2011 - the patient underwent an additional surgery to remove the ventralex. The attorney alleges the patient suffered and will continue to suffer physical pain and was severely and permanently injured. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with umbilical hernia and underwent open repair with implant of ventralex mesh. Per operative notes," hernia defect was very small and repaired with ventralex mesh. Mesh was placed in subfascial location, tails were cut and sutured to the fascia". (B)(6) 2011 - patient was diagnosed with morbid obesity thereby underwent lap-open gastric bypass procedure and repair with mesh removal. Per operative notes, "there were a very dense adhesions between contracted mesh at the umbilicus and a portion of small bowel. Mesh grown into the serosal surface of the small bowel. Strange round of loop of intestine that was adherent to the mesh and the mesh was excised." Attorney alleges that the patient had adhesions, mesh shrinkage and mesh erosion into small bowel.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific device failure mode has been alleged. To date no medical records have been provided. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 6 months post implant of ventralex mesh, patient had erosion, adhesions, mesh deformation and underwent repair with mesh removal. Per op notes ¿there were dense adhesions between contracted mesh at the umbilicus and small bowel¿. The instructions-for-use supplied with the device lists adhesions and erosion as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.